Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis rupture, bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 350cc gel breast prosthesis (left device) and an unspecified mentor gel breast prosthesis (right device) when the left breast prosthesis ruptured after implantation. Rupture of the patient¿s left breast prosthesis was discovered during an explantation surgery performed on (B)(6) 2020. In addition, it was reported that the patient developed capsular contracture (baker grade unknown) in both breasts. The patient had her explanted breast prostheses replaced with mentor memorygel breast implant 375cc gel breast prostheses. This medwatch report is for the patient¿s right breast prosthesis.